Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: part# 010000661/ g7 shell/lot# 6421223. One g7 hi-wall e1 liner 32mm c item# 010000925 lot# 6509439 was returned and evaluated. Upon visual inspection there is no visible damage to the outside radius of the device. There is some visible indentations to the scallop area. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products: part #unknown / unknown cup/ lot # unknown. Report source: (B)(6).

Event description:
It was reported that during a hip surgery, the liner could not be seated completely into the acetabular cup. As a result, there was a delay in procedure of approximately twenty minutes. The surgeon finished the surgery with a ceramic liner. Attempts have been made and additional information on the reported event is unavailable at this time.